Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Evaluation of returned device found evidence that instrument fractured due to malpositioning as it was exposed to excessive force during insertion.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under precautions, it states, "intraoperative fracture or breaking of instruments has been reported."

Event description:
It was reported that patient underwent a finger repair procedure on (B)(6) 2015. During the procedure, the inserter fractured off in the drilled hole. The fractured piece was retrieved from the patient and another suture anchor was used to complete the procedure with no additional holes being drilled.